Manufacturer narrative:
(B)(4). Distal stenting, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support, and/or interaction with previously implanted stents. It is likely that interaction with the anatomy/previously implanted stent contributed to the reported failure to advance. As the stent caught on the previously placed stent it resulted in disruption of the stent implant on the balloon such that it ultimately led to the stent dislodgement during removal. Since there was no damage noted to the stent implant or stent delivery system (sds) prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. To assure that all products perform according to specification, all sds are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that during the procedure, an asahi prowater guide wire was advanced into the left anterior descending artery and another guide wire was advanced in the circumflex artery. The 3.0 x 23 mm xience v stent system was advanced into the patient anatomy and an attempt was made to advance the stent system distal to a previously placed stent in the left anterior descending artery. The 3.0 x 23 mm xience v was unable to advance and was removed without resistance. A second 3.0 x 23 mm xience v stent system was then advanced and was also unable to cross distal to the previously placed stent (implanted during a prior procedure) and was removed. After the stent system was removed from the anatomy, it was noted that the stent had dislodged from the delivery system. It was felt that the stent had become caught on the previously placed stent. Angiography noted that the stent was at the target site, and a balloon dilatation catheter was advanced to expand the stent. The stent was fully expanded, but did not fully cover the target lesion and a 3.5 x 12 mm xience stent system was advanced. Resistance was met and the physician used force to advance the stent system. The shaft of the stent delivery system became kinked at a location outside the patient anatomy. It was removed without difficulty. Dilatation catheters were then advanced over the same guide wires in the left anterior descending artery and the circumflex artery and the balloons inflated to complete the procedure. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.